Event description:
It was reported that patient was hospitalized due to chronic diarrhea. No further information could be obtained. Additional information was received that the patient was admitted to the hospital due to alcohol withdrawal. The patient had the symptoms prior to the implantation of the device.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was hospitalized due to chronic diarrhea. No further information could be obtained.